Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause appears to be related to use of the device. One photograph of the distal end of a 3cg tps tylet was returned for investigation. The photograph showed a complete break in the polyimide tubing near the distal end of a tps stylet. There were kinks and bends in the polyimide tubing both distal and proximal to the complete break. The distal portion of a second tps stylet is visible in the photograph. The second tps stylet shows no kinks or bends. From the photograph it appears that the broken stylet is complete, but the exact length of the stylet cannot be verified. Inadvertent kinking of the stylet can lead to breaks in the tps magnets, which can initiate a tear in the polyimide tubing. The powerpicc IFU states, ¿do not bend catheter at sharp angles during implantation.¿ ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ the IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rear0880 showed no other similar product complaint(s) from this lot number.

Event description:
Facility contact reported that one of their nurses had an issue with a wire last night. When placing the line she only had resistance at the axillary site and after she got a peaked p-wave for confirmation she pulled the wire and felt resistance right at the end and saw the tip was folded back on itself. The nurse opened another kit to see the wire on the intact line, compared the measurements and made sure they were identical on the tip. Nurse waited for chest x-ray confirmation to confirm that there was not any residual left in the patient before she left the facility.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed, and the cause is determined to be use related. The product returned was one tps stylet with t-lock assembly and ¿do not cut stylet¿ tag. A single photograph was previously returned for evaluation, but everything seen in the photo sample(s) was also seen in the returned physical sample, but the returned physical sample rendered a more extensive view and understanding of the failure and so will be the sample referred to in this investigation. Visual observation of the returned stylet showed that the white wire normally extending proximally from the yellow tab was broken off completely very close to the yellow tab. The rest of this wire was not returned. The stylet manifested bending and kinking in the non-polyimide section, in particular two kinks were found, one at about 22.8 cm distal to the yellow tab, and one about 6 cm more distal to that. The great majority of the stylet was pulled distal to the t-lock assembly septum. The polyimide section of the stylet was extremely bent and also manifested a complete break. The broken-off portion was about 4.4 cm long. The length of polyimide tubing remaining was about 3.1 cm. These lengths are approximate due to kinks and bends. The measurement of the entire stylet was then attempted, being as much straightened as was possible. The lengths of the broken-off and remaining wire segments added together are within specification for stylet wire length. A small amount of blood was found on the stylet near the proximal end, as well as on the t-lock extension tubing clamp, indicating use. Microscopic evaluation found 16 magnets within the broken off section of the stylet tip. The wire within the polyimide tubing portion of the stylet was visible, and at the broken end, partially exposed. A break in the 1st magnet was discovered (near the distal tip). Five more magnets were found in the polyimide tubing still attached to the stylet. Twenty-one magnets were found in total, which is equal to the specified number. No evidence has therefore been found for missing stylet tip material. The breaks and bends in the polyimide tubing, including a full break in the polyimide tubing and a broken magnet, are indicative of the tip being exposed to stresses for which it was not intended. These kinds of stresses may occur when the stylet is not fully retracted within the catheter and the catheter then advanced into the vessel or otherwise kinked unintentionally. The report of resistance in insertion may be related to the cause of the kinking identified in evaluation. From the 3cg stylet placement IFU: ¿sherlock* tip location system (tls) warnings (applicable to kits with sherlock* tls stylet). ¿ ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire. The magnetic detector identifies the relative position of the stylet tip. Ensure that the stylet tip remains inside and within 1 cm from the end of the catheter tip. Failure to do so could result in degraded magnetic navigation.¿ ¿retract the entire t-lock connector/stylet assembly as one unit until the stylet is well behind the catheter cut location. ¿ caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire. ¿ re-advance the t-lock connector/stylet assembly locking the connector to the catheter hub. Ensure stylet tip is intact. Warning: ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury. Caution: the magnetic sensor identifies the relative position of the stylet tip. Ensure that the stylet tip remains inside and within 1 cm from the end of the catheter tip. Failure to do so could result in degraded magnetic navigation.¿ ¿slowly adjust catheter tip position to maximum p-wave amplitude.¿